Manufacturer narrative:
Medication's - plavix, lovastatin, tramadol, hydrocodone,and cholecalciferol. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm measuring 10cm with a gore® excluder® aaa endoprosthesis. It was reported the trunk-ipsilateral leg component was implanted in a severely angulated proximal neck (outside of IFU). It was reported due to the angle of the device the contralateral gate could not be canulated after multiple attempts. Intra procedural images identified a dissection was identified. However, it is unknown if the dissection was present pre op or was caused by wire manipulation. It was reported the trunk-ipsilateral leg component was explanted and the aneurysm was repaired with a surgical graft. The aneurysm was excluded and the patient tolerated procedure.